Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the following events: foreign objects in the air/water cylinder, jet tube, and air/water tube, as well as a foggy image caused by dirt on the objective lens.there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the device was cleaned, disinfected, and rinsed in accordance to standardized reprocessing. The material might not have been removed because the user possibly could not perform reprocessing properly due to crack on the objective lens and light guide lens. There was no damage to the area where the foreign material was detected. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.